Event description:
Additional information was received that prior to the explant surgical procedure which resolved all reported issues, x-ray imaging confirmed poor lead placement, and multiple reprogramming attempts did not resolve the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. H6 - health effect - impact code: in earlier report, code 4629 should have been submitted (correction).

Manufacturer narrative:
Date of event and therapy date are estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2021-02503. It was reported that the patient experienced ineffective therapy. As a result, surgery occurred to explant and replace the leads to address the issue.